Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection showed signs of physical damage. The power entry module was damaged. The power cord cannot be plugged into the cycler. The damaged power entry module was replaced with a known good one to continue testing. There were no visual indication of particulates within the cassette area. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A pre accelerated stress test (ast) 15 min 1000 ml simulated treatment (self test) was performed and completed with no problems or failures. The cycler underwent and passed a system air leak test, valve actuation test, voltage check, and teach pump test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the baseplate was identified. The damaged power entry module caused the internal short.

Event description:
It was reported that a peritoneal dialysis (pd) patient accidentally kicked the cycler cart after receiving an unknown alarm during an unknown step or phase. The cycler then fell off the cart and was damaged. A replacement cycler was then issued to the patient. Technical support advised the patient to discontinue using the machine and to inform their pd nurse of the replacement. Additional information was requested, however it was not available. The cycler was returned to the manufacturer and a replacement cycler was provided. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the baseplate was identified.